Manufacturer narrative:
(B)(4).date sent: 11/14/2023.additional information was requested and the following was obtained:is this the same patient and surgical procedure reported in complaint file pc-001451817?- yesfor rest other questions surgeon denied to answer any of the further query regarding the episode happened. Event information was already submitted under manufacturer report number 3005075853-2023-07767 (medwatch 3500a report names: mwr-16102023-0001499880 and mwr-26102023-0001505527).

Manufacturer narrative:
(B)(4). Date sent 10/23/2023. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the surgeon informed us for post op anastomotic leaks leading to sepsis. Exploratory laparoctomy with lar with pelvic lymphadenopathy + rplnd + liver metastasectomy., the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing.